Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3772, scs ipg. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-08208. This report is in reference to an (B)(6) patient. It was reported high impedance was found on one of the patient's leads. In turn, the doctor explanted and replaced the lead (with high impedance). Surgical intervention addressed the patient's issue.

Event description:
Device 1 of 2 : reference MFR. Report#: 1627487-2018-08208.